Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The drugs being delivered were fentanyl, bupivacaine, and morphine (unknown), all with unknown doses and concentrations. The reason for use was non-malignant pain and chronic low back pain. It was reported that an empty reservoir alert/code, 8286 code was displayed on the 8835 personal therapy manager (ptm) on (B)(6) 2019. The patient was due for a refill and it was scheduled for (B)(6) 2019. Therapy was not intentionally discontinued. The patient does not hear the alarm, but it was confirmed that the ptm shows a bell when turned on. The caller was redirected to the healthcare professional (hcp) for a refill. There were no symptoms reported. There were no further complications reported/anticipated.